Event description:
Per the audiologist, the patient has experienced tinnitus, episodes of vertigo and intermittent pressure at the site of the implant. The patient has been on steroids for the above mentioned symptoms and has also undergone surgery for a sinus infection with fluid in the mastoid. An integrity test was also completed and the results indicated receiver stimulator malfunction. Explant and reimplantation is planned, but had not taken place at the time of this report december 17, 2009.

Manufacturer narrative:
(B) (4).